Manufacturer narrative:
In the event the device is explanted and returned to the manufacturer, no analysis will be performed as the reported event cannot be confirmed via laboratory testing.

Event description:
The patient received three leads from the same lot number. It was reported the patient complained he did not feel any stimulation from the drg system. X-ray imaging showed the lead migrated out of the foramen. Surgical intervention may be taken to address the issue.

Event description:
Follow up identified all three of the patient's leads were explanted and replaced. Additionally, the physician repositioned the new leads in the same original location.